Event description:
Device malfunction: none. Symptoms/ae: hematoma. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the starclose se device achieved vessel closure of the right common femoral artery after an interventional procedure. Immediately following the procedure, the pt developed a hematoma of approximately 100cc. The physician massaged it to dissipate the hematoma. The pt was hospitalized, and monitored for 24 hours after the procedure. There were no other reported adverse pt effects. Thought requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record could not be performed.